Manufacturer narrative:
Reference record (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in which is the us list number. The lot number was not provided, therefore, a batch record review could not be conducted. A return sample evaluation was not performed because tubing was not returned. No defect, deficiency, or malfunction of the peg tube was described by the reporter. There are no anomalies with the abbvie peg tube reported that would contribute to the event. Stomatitis is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unspecified date, patient in netherlands underwent procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. During the placement, gastritis was found which was probably caused by helicobacter pylori. On (B)(6) 2016, report indicated that insertion site had mild redness and secretions. A culture was taken which indicated growth of unspecified bacteria. There was also bleeding and hematoma at the insertion site. The patient was treated with unspecified antibiotic medication and the redness and secretions resolved.

Manufacturer narrative:
(B)(4). MDR follow up 1 was submitted indicating lot number information was added; however there was no lot number information available.

Manufacturer narrative:
(B)(4). Lot number information added to section model #/lot # and device manufacture date.